Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that the returned probe was slightly bent. However, with markers attached and fully seated, the probe returned good geometry and divot error readings. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The instrument was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the pedicle probe got bent during the procedure. The surgery was completed with navigation and there was no impact on patient outcome.